Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis with blood glucose of 560 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.